Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported heart block remains unknown.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure in an atypical region the patient went into av block and a pacemaker needed to be implanted. The patient is now stable. There were no error messages or issues noted.